Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a material that was coming out of the blade. It seemed to be little shavings of some sort. The debris was flushed from the patient and the procedure was completed with a backup s&n device. No patient impact as a result. There was a reported delay of less than 30 minutes.